Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, the physician prescribed erythromycin to the patient. The infection has since resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.